Manufacturer narrative:
D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, air bubbles were seen in the tubing of one device resulting in difficulty sampling despite several attempts to manipulate the device. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received 4 photos for investigation. The customer provided four photos show a device with air in the tubing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ultratouch¿ push button blood collection set with pah, air bubbles were seen in the tubing of one device resulting in difficulty sampling despite several attempts to manipulate the device. No adverse impact was reported regarding the patient or user.